Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the blade that is supposed to retract on the vasoview 7 xb bisector jammed and was not retracting. The surgeon made a small incision to finish ligating the branches and completed the procedure. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on apr 28, 2010, for investigation. A supplemental report will be submitted when the investigation is complete. (B) (4).